Event description:
A report was received that the patient would undergo an ipg revision. The patient was experiencing difficulty charging as the ipg had migrated.

Event description:
A report was received that the patient would undergo an ipg revision. The patient was experiencing difficulty charging as the ipg had migrated.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical and performance tests performed. The ipg was analyzed and passed all tests. Ipg exhibited normal device characteristics.

Event description:
A report was received that the patient would undergo an ipg revision. The patient was experiencing difficulty charging as the ipg had migrated.

Manufacturer narrative:
Additional information received indicated that the physician replaced the ipg due to preference. The patient was reportedly doing fine after the revision procedure. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.